Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer was treated with intravenous fluids of d10 to address the bg. Customer was discharged 1 day later, (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.